Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. (B)(4).

Event description:
This report is 1 of 2. A distributor reported that on (B)(6) 2017, a (B)(6) patient with bilateral cranial trauma underwent a bilateral craniotomy for hematoma drainage and decompression. Two units of duragen were implanted at that time. After 11 days (B)(6) 2017), the patient presented worsening fever and other symptoms related to infection. On (B)(6) 2017, the patient experienced intracranial hypertension. The patient returned to surgery, had the implanted duragens removed with surgical cleaning. It was reported that ¿the products removed were yellowish in color, characteristic of an infection¿. Additional information received from customer on 14dec2017 with the following, "the patient is in the intensive care unit (ICU) in an induced coma."

Manufacturer narrative:
Investigation completed on 08feb2018: the units were not returned due to their conditions after they were removed from the patient. However, the results of the retain samples evaluation were satisfactory; no signs of deterioration were observed on the sponges and a good seal (continuous and evenly compressed) along the entire seal length was observed on each packaging tray. The bacterial endotoxin test of all retain samples had acceptable results; results met the product specification of < 0.0625 EU/ml. The reported condition of fever could not be related to the manufacturing processes of the finished goods (fg) lots 1150315 and 1162467. According to the DHR review fg lots 1150315 and 1162467, no anomalies were reported during their manufacturing and packaging processes that could be related to the reported condition. There are controls in place during the process such as gowning, controlled areas, area and product monitoring, and validated sterilization cycles to prevent this type of events, therefore, there is no indication that the root cause for the reported condition is related to the duragen product. The root causes for the reported conditions (fever and yellowish in color, characteristic of infection) are undetermined and the reported conditions are unconfirmed.